Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: ¿ bardex 5cc all-silicone foley catheter 2000ml (approx. Vol.) Capacity drainage bag with anti-reflux chamber bard ez-lok® sampling port string hanger attached sheeting clip control-fittm outlet device ¿ tamper-evident seal ¿ uro-preptm tray with: catheter lubricating jelly syringe latex-free, powder-free gloves (2) underpad (waterproof), drape forceps, prep balls (5) povidone-iodine solution 10cc syringe (prefilled with sterile water) to inflate foley catheter only. ¿ specimen container, cap and label". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone catheter tray was missing the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the silicone catheter tray was missing the catheter.